Event description:
It was reported that the doctor asked for a 36mm +2.5 head and was given a 36mm -2.5 head. After the patient was closed the error was noticed and the patient was revised later that day. During the revision the surgeon decided to use a 36mm +5 head.

Manufacturer narrative:
An event regarding incorrect selection involving a ceramic head was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection was not performed as the device was not returned. Medical records received and evaluation: insufficient information was received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusion: the cause of the revision in this case was likely due to the incorrect size head selection. However, further information such as return of device, operative reports, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened. Product surveillance will continue to monitor for trends.